Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Referring to know similar events that were reported to have a linear discolored segment on the ptfe coated shaft, it was presumed that the ptfe coating was probably scraped by something hard object like a metal inserter edge. It was concluded that this event was not attributed to product quality. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a 90-99% stenosis in the left circumflex artery. An asahi sion guide wire was being prepared for use in the intervention when a discolored line was observed on the ptfe coating of the guide wire. The guide wire was exchanged to another wire to perform intervention. The blood flow was successfully reestablished by stent deployment.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.